Event description:
Medtronic received a report that when inserting a phenom 21 microcatheter into a non-medtronic intermediate catheter outside the body, resistance was felt in the middle section. Although both products were sufficiently wetted, the resistance did not resolve. It was thought that the issue was likely with the phenom 21, as when a new phenom 21 was used, it worked without any problems. No patient symptoms or complications were associated with this event. The patient was undergoing thrombectomy surgery for treatment of a mca occlusion. It was noted the patient's vessel tortuosity was moderate. Mca access vessel diameter was 2.5 mm. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). Ancillary devices included vecta46 intermediate catheter. The cause of the resistance was unknown. No kinking or damage was observed to either catheter after removal.

Manufacturer narrative:
H3: product analysis ¿as found condition: the phenom 21 catheter was returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened phenom 21 outer carton. The guide catheter used in this event was not returned. Therefore, any contributing factors and compatibility could not be assessed. ¿damage location details: no flash or voids molded were observed in the hub. No bent or kink was found with catheter body. However, the catheter body was found to be broken/separated at ~138.0cm from proximal end. The distal section of the catheter was not returned for analysis. Therefore, any contributing factors could not be assessed. No other anomalies were observed. ¿testing/analysis: the total length of the catheter was measured to be ~138.0cm and the reaming was not returned. The catheter was flushed with water and water was exited out from the distal tip. The catheter was then tested by running an in-house 0.021¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. ¿conclusion: based on the device analysis and reported information, the customer¿s report of ¿resistance in guide catheter¿ was confirmed as the catheter was returned broken. Possible causes include incompatible devices, patient vessel tortuosity, flush rate too low, catheter damage or device damage, guidewire or delivery system damage, material occludes catheter, insufficient catheter flushing or lack of continuous flush, insufficient guidewire or delivery system hydration. It was noted the patient's vessel tortuosity was moderate. Which eliminate this factor out as potential causes. However, the root cause for damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.